Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant data provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The report of the event was asked to return the product analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number, diagnostic testing or patient details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported: "fracture of tubing at tube connector" update: the port was replaced due to lack of restriction. The connection tube between the port and band were separated.